Event description:
It was reported that approximately two months and a half post ventricular assist device (vad) implantation, the patient was in long term acute care center and was terminally weaned. It was further reported that the patient was placed on hospice care and subsequently died. The cause of death was deemed as respiratory failure and failure to thrive.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned controllers revealed that the devices passed visual inspection and functional testing. Log file analysis revealed that con405787 was the primary controller. Review of the controller log files associated con405787 revealed 10 low flow alarms have been logged since (B)(6) 2020. Information received from the site indicated that approximately two months and a half post vad implantation, the patient was in long term acute care center and was terminally weaned. It was further reported that the patient was placed on hospice care and subsequently died. The cause of death was deemed as respiratory failure and failure to thrive. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, respiratory failure and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.